Event description:
The user facility reported the patient was on impella cp support and during the implant, the cannula folded up on itself in left ventricle and was unable to be straightened out until pulled back into descending aorta. Attempts to recross unsuccessful. Impella removed maintaining wire access and 14x25 sheath placed. Impella re-inserted w/ flows of 2.9l/min. Support continued. Additionally, the patient had torsades requiring defibrillation and two episodes of ventricular fibrillation requiring defibrillation x5 during support. The patient was eventually weaned and explanted. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product returned. Positioning issues: clinical states that while exchanging for repo sheath the impella cannula folded up on itself in lv and was unable to be straightened out. Pump was then pulled back into descending aorta which straightened the cannula. Attempts to recross unsuccessful. Impella re-inserted with no issues. The cause of the positioning issues was not determined due to lack of clinical information regarding why the pump was unable to be repositioned. Product damage cannula kink: while exchanging for repo sheath impella cannula folded up on itself in lv and was unable to be straightened out until pulled back into descending aorta. The cause of the product damage cannula kink was most likely use related to the repo sheath exchange as it led to the pump being folded up on itself in the lv requiring it to be pulled out in order to straighten the cannula. Vf/vt/af/at: patient had episodes of torsades and ventricular fibrillation. Cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. Timing of the arrythmia event in relation to impella support (during or post-implant). Electrocardiogram (EKG) recordings of the arrhythmia episodes. Evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. Assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. Presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. Response to any antiarrhythmic treatments or interventions during the event. Any documented device-related issues or complications during impella support. Evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. Review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined.